Event description:
The following was reported: stryker constrained cup in situ has dislocated. Revision will take place on (B)(6) 2022.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.